Manufacturer narrative:
Other applicable components are: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension.

Event description:
A manufacturer representative (rep) reported that they were in the process on an implantable neurostimulator (ins) replacement and the set screws were unable to be backed out. The ins was being replaced because it was close to reaching the end of its life. It was noted that the screw would torque but then not loosen. When the rep was able to get the screw to back out, the extension remained "welded into place." It was later reported that the surgeon turned the screws until they heard the clicking sound and then felt the screw backing out. The lead wouldn't come out or move; they soaked the area to loosen it, but it didn't work. In conclusion, the extensions were cut. There were no patient symptoms reported. The indication for use for the implanted device was noted as failed back surgery syndrome. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated.

Manufacturer narrative:
Concomitant products: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the manufacturer representative (rep) indicated the device had been sent in for analysis. The implantable neurostimulator (ins) had normal battery depletion.

Event description:
Additional information received from the rep indicated that the device was in the hospital pathology department. The rep was now allowed to pick it up and would send it in.

Manufacturer narrative:
Analysis of ins, serial # (B)(4), found that the extension or extension parts were stuck inside the connector port and the set screw was backed out. Analysis of the extension, serial # (B)(4), found that the proximal end was consistent with metal ion oxidation (mio) as it was visible on the extension insulation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.